Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they had been in contact with this patient via phone every day since her reprogramming on (B)(6) 2021 when they reprogrammed their dtm settings since we are currently running through the dtm algorithm. She has never mentioned recharging 2x a day. According to my last programming session with her on (B)(6) 2021, group a amplitude settings were a1 4.0, a2-4 3.1. Every day since 8/11 she has told me her settings were the same as above with the exception of the occasional 10% increases outlined in the algorithm. Education was provided in great detail that she would not feel the stimulation and she would not adjust the stimulator on her own without calling first. The rep just switched to a second group (c) yesterday, and plan to follow the algorithm going forward. As of yesterday she was not getting adequate pain relief. This information has not been confirmed with the account as it came directly from the patient. The account is following up after the patient has completed the dtm programming algorithm.

Event description:
Additional information from the rep indicated that the patient was receiving between 50-70% pain relief on group c.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-mar-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a friend/family member regarding a patient who was implanted with an implantable neuro stimulator (ins). The reason for call was caller reported that the pt was having to charge their implant battery two times a day since programming was done by the manufacturing representative (rep) on friday. Caller said that the implant battery doesn't last longer than 20 hours and that they were told the implant battery should last 2.2 days after programming was done. During the call the caller said that they have been with the pt for about a week and the patient has to charge the ins two times a day. Caller mentioned that they have been trying to get in contact with their rep since programming was done but have not heard back from them. Caller stated that pt is on group a and has all 4 programs in that groups adjusted to 9.2 amplitude but pt is only feeling a slight tingling in her knee but therapy is not helping her back at all when she tries to walk. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2021, additional information was received from a patient via a manufacturer representative (rep) reporting that the patient had no pain relief since implant. It was reported that x-rays were taken on (B)(6) 2021, which showed their superior lead migrated up 4 contacts. The patient denied any falls or accidents that may have contributed to the issue. The patient was reprogrammed based on their most recent x-ray, but it was unknown at this time if this resolved the issue. No surgical intervention occurred or was planned at this time.